Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(6), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
The following information was previously reported in manufacture report # 3004209178-2013-16903. It was later determined to be a separate event. [Additional information revealed the patient had dissatisfaction with their hcp service. The patient stated, she was manic, but was currently stable, but the hcp was refusing to see her related to an event that happened when she was manic. The patient reported having no memory of when she was manic. The patient was given vicodin, which gave her stomach pains, and then she ¿begged¿ to be taken to the hospital. The patient was taken to the hospital, where she had a CT scan. It was discovered she had an infection in her stomach and a blood clot. The patient ¿bled out internally,¿ had a ¿stroke and a seizure¿ and was hospitalized for a total of seven months. The hospitalization was said to not be related to her pump therapy. During the hospital stay, her pump went dry. The patient ¿tried to alert the doctors that the pump was alarming, but they would not listen.¿ the pump was filled with morphine, but ¿they¿ ran out of morphine and switched her to dilaudid. It was reported she received ¿1ml/day¿ and that she would not need another refill until ¿next year.¿ the patient had a history of bipolar disease. The pump was used to deliver dilaudid.] The patient had an appointment scheduled for the following week with the physician.